Manufacturer narrative:
H3:product analysis:evaluation determined that bearing are detached. The likely cause of the failure bearings, drive shafts, carrier, closure and springs are corroded. It was also noted that it is impossible to insert a burr, o-rings are worn, color ring is scratched and laser markings are faded. B3: date of event or estimated date of incident not provided to manufacturer. Aware date used as date of analysis performed date as the event is reported based on evaluation findings. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Repair request initiated for the device with the report of not working. No patient impact reported. Repair request escalated to product event on evaluation due to bearing detachment. On follow, it was reported that there was no patient involvement.